Event description:
It was reported that the patient advocate contacted technical services (ts) with report of a red blinking light on the remote home monitoring equipment, indicating a potential product performance issue related to this pacemaker. The advocate was not near the remote home monitoring equipment at the time to perform troubleshooting. Ts referred the advocate and patient to the clinic/physician. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.